Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The reported issue of fluid warming up too fast & got to warm was unable to be confirmed in the logs and was not duplicated during the rite testing. The cause is undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up phone call by product surveillance to the home patient (hp)'s caregiver (cg) regarding a check heater line alarm, it was found that she had noticed the bags she used on the heater line seemed like they warmed up too fast and got too warm. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse on (B)(6) 2011 regarding the reported problem, it was revealed that she was not aware of any temperature issues with the home choice (hc) machine. The nurse said that next time she talked to the hp she would let them know to contact (B)(6) with any further problems at all. No patient injury or medical intervention was reported.